Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer's blood glucose value was 251 mg/dl. Customer stated that they were able to clear the alarm and able to complete rewind the pump. Customer stated that self did not passed. The insulin pump will not return for analysis